Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-04062019-0000445897 submitted for adverse event which occurred on (B)(6) 2004. Mwr-04062019-0000445899 submitted for adverse event which occurred on (B)(6) 2007. Mwr-04062019-0000445911 submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2004, (B)(6) 2007 and (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/9/2019 . Additional narrative: it was reported that the patient experienced urinary retention following surgery. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.